Event description:
During a wedge resection procedure, the instrument misfired. The surgeon converted the surgery to an open procedure and completed the surgery. The hosp has reported that the pt's condition is satisfactory.